Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-oct-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient didn't have coverage in the legs. There were no factors known that could have contributed to the issue. A manufacturer's representative (rep) reprogrammed the stimulator (ins) but it didn't cover the legs like the patient wanted. The patient had a lead revision done to get better coverage of the legs. The healthcare provider (hcp) pulled a lead down and moved one lead more left. The issue was resolved.